Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. Additionally, the electrode belt was unable to securely connect to a monitor due to a cracked trunk cable connector. The root cause for the open wire was excessive force. The root cause for the cracked connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During the investigation of an electrode belt for an unrelated reason, a reportable malfunction was found.